Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilation. However, upon first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3x150 coyote mr balloon catheter. Blood flow was successfully restored and the procedure was completed. No patient complications were reported and the patient's status was stable.